Manufacturer narrative:
Implant and explant dates: implant or explanted date: device was not implanted nor explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found five similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: they were unable to insert the device. When the device was being inserted in the insertion sheath, there was resistance. The device was withdrawn and successfully removed. Manual compression was applied for thirty minutes to achieve hemostasis. The physician suspected the cause was that the anchor had been deployed in the insertion sheath. Whether or not the bypass tube had come off was not verified. The physician wants to know if the anchor had been deployed in the insertion sheath, and under what circumstances this incident would happen. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression. Estimated blood loss was less than 250cc.

Manufacturer narrative:
One used 8fr angio-seal sts plus carrier tube assembly along with the device cap was returned for product evaluation. The bypass tube and no other accessory components have been received to date. The returned device was subjected to visual analysis where blood like substance was found on the collagen that was within the carrier tube assembly. The collagen appeared slightly expanded as evidence by the enlargement of the manufactured slit. At the distal tip of the collagen, the anchor could be seen fully exposed. The bypass tube was returned separate from the carrier tube assembly. It is unclear how the bypass tube became detached. The bypass tube is a necessary component for ensuring that the anchor and carrier tube assembly can pass through the hemostatic valve. With the dislodgement of the bypass tube, the user would have experienced difficulty assembling the carrier tube assembly and the hemostatic sheath. It is unclear how the bypass tube came detached. Past historical complaints have indicated that a failure to fully open the polyfoil pouch can result in bypass tube dislodgement. IFU states: "carefully grasp the angioseal device at the bypass tube. Cradle the angioseal carrier tube in the palm of the hand and with the reference indicator facing up slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. " there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.